Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site and confirmed reported problem. The detector slipped out of the hands of a user, so it was dropped by accident (use error). The affected portable detector was replaced. Finally, the system meets the specification for the performed service and is returned to use. Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer investigated on site and confirmed reported problem. The affected portable detector needs to be replaced. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the portable detector had slipped out of the hands from operator during handling and was no longer working. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.